Event description:
It was reported that the user experienced rapid battery depletion of the ilet pump, with the battery discharging to 0% within a day and continuing to display low-battery alerts despite over an hour on a verified charger with a solid green indicator and successful charging of another device, suggesting a pump battery or charging interface malfunction. Symptoms included loss of therapy due to power depletion. Outcomes included transition to backup therapy and arrangement for device replacement. Investigation included troubleshooting of the charging setup and verification of charger function. Investigation of this case revealed an apparent device power or charging system failure consistent with a battery or internal charging circuit issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the power/charging system.